Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm alarmed and was reading high (above 400 mg/dl) with an upward trend arrow, so the patient gave himself 15 units of insulin. No bg was checked at the time. He walked around outside his house for about 10 minutes and then had a seizure. The reporter called for an ambulance. Paramedics checked a fingerstick bg which was 48 mg/dl and the cgm was reading 69 mg/dl. The patient was taken to the emergency room (ER). He was treated with sugar water and saline. He stabilized and was discharged later that night. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and passed however, investigation of provided product cannot confirm or disconfirm the allegation or determine a potential root cause. The customer complaint is undetermined as probable cause could not be determined.

Manufacturer narrative:
(B)(4).